Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that user to push buttons very hard in order for them to respond. Customer inserted a new battery yesterday evening and today he received a message to change the battery again. Insulin pump had failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.